Manufacturer narrative:
D10: a good faith attempt was made to discover which assessory pencil was used. Manufacturer narrative: customer event "started fire" was not confirmed during the evaluation process. The repair technician tested the device using a known working pencil, and no malfunction was detected. The event may to related to the accessories being used. All device resistances and electronic circuits are normal. All power outputs were normal. No flames were observed during test. Lfc is cleared, no scorching inside, all outputs in spec. Unit recalibrated and pass final test, no fault found. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 9 complaints, regarding 9 devices, for this device family and failure mode. During this same time frame(B)(6) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: the user is advised to exercise care when moving the esu to avoid electrostatic charge buildup in the presence of flammable materials, as there is a risk of igniting these materials if a spark should occur. Safe and effective electrosurgery is dependent not only on equipment design, but also on factors under the control of the operator. It is important that the instructions supplied with this equipment be read, understood and followed in order to ensure safe and effective use of the equipment. The system 2450 is capable of causing physiological effects, including burns to the patient or operator. Only properly qualified and trained operators should perform electrosurgery. The operator and their personnel must be diligent in assuring that the esu is properly configured and that proper settings are used. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-2450-120, was being used during surgery on (B)(6) 2020 when it "started fire." Three assessment emails were sent to gather more information, but there was no response from the reporter. The procedure was completed with an alternate same-like device. There was a five minute delay. There was no report of injury, medical intervention or hospitalization for the patient due to this event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.